Manufacturer narrative:
The investigation of the photograph provided by customer was completed by the failure analysis lab on (B)(6) 2019. On (B)(6) 2019. Device evaluation summary: according to the information received, it was reported a patient developed capsular contracture associated with breast implant, autoimmune disease and experienced a deflation in a saline breast implant. Upon visual inspection of the picture, it was observed some folds on it. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received pictures of the device for the purpose of analysis since the actual physical device will not be returned. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation could be performed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number (B)(4).

Event description:
It was reported that a (B)(6) year old female who underwent breast surgery with two unknown mentor saline prostheses experienced left sided capsular contracture unknown baker grade and right sided deflation post procedure. Patient also reported autoimmune disease. Mentioned complications were both diagnosed by a physician. However, the autoimmune disease has not been diagnosed by a physician. Mentioned complications were both diagnosed by a physician. However, the autoimmune disease has not been diagnosed by a physician. On (B)(6) 2019, the patient underwent bilateral removal. Right sided capsular contracture baker¿s grade ii was confirmed upon removal. Furthermore, patient opted for a breast lift instead of replacement. This medwatch form is for the left breast prosthesis. See 1645337-2019-16854 for contralateral prosthesis report.